Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the pump found it to be in good physical condition, however it was noted to have a cracked screen. Device underwent functional testing, and passed the test three times within specification. The downstream sensor was replaced as a preventative measure. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Per medwatch, mw5077211, it was reported that the patient's pump was giving a high pressure alarm. The patient's therapy was not interrupted (i.e. They were able to switch to a back up pump). The patient had no adverse effects. A replacement pump was sent to the patient. The patient was using the pump as follows: dose or amount: 15. Frequency: continuous. Route: IV. Dates of use: from 2018 to ongoing. Diagnosis or reason for use: pah.

Manufacturer narrative:
One pump was returned to smiths for evaluation. The pump was noted to be in good physical condition, however it was noted to have a cracked screen. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. There was no evidence of the reported complaint upon review of the event history log. The device underwent three functional tests for high pressure, however the complaint was unable to be duplicated and the customer's reported complaint was not confirmed. The downstream sensor was replaced as a preventative measure. This investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.